Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
The consumer reported the string separated from the tampon after insertion. She experienced this with two boxes of tampons. Multiple attempts have been made to obtain further information regarding her use of the products, however no further information has been received.